Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The asv and the y-site are joined and apparently they are fully screwed, however it looks like y-site is lightly crooked. Leak test: the sample returned was tested using the hydrostatic vessel. A leak was found fleeing from the bonding between asv and y-site, thus the failure mode reported is confirmed. According with the pfmea the occurrence for this failure condition could be caused by: operator does not insert tube (component) properly. The root cause could be traced to the user. Any relevant dmrs, ncrs, ets: there no relevant non-conformance (ncr's) or engineering test (et) for this lot.

Event description:
It was reported the device presented a leakage on the y extension. No patient injury was reported.